Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump dispensed all the insulin from 3 different cartridges during the load step and displayed a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, but device returned date is unknown. The pump has been evaluated by product analysis on 08/13/2013 with the following findings: a review of the pump black box history revealed that loss of prime and no cartridge detected warnings were associated with zero force. The load step was initiated during evaluation. The pump dispensed all the insulin from the cartridge during the load step and alarmed no cartridge detected warning. The pump was opened and found a cracked force sensor trace at the sensor pin.